Event description:
On (B)(6)2010, a pt contacted our firm via email stating that he/she experienced a (B)(6) infection od while wearing acuvue advance contact lenses (cl). The pt inserted a new cl on 08/08/10 with no problems and awakened on (B)(6)2010 with od "hurting-really red". On (B)(6), we spoke with the pt who stated that he/she saw the prescribing eye care professional (ecp) who referred him/her to a corneal specialist. The pt stated that the corneal specialist treated him/her immediately with antibiotic eye gtts, then cultured the eye after starting antibiotics. The pt was started on vigamox gtts every hour. The pt stated that he/she had a number of lenses remaining but did not know which lens that he/she was wearing when the event occurred. The pt stated he/she is a "professional" and "rescue" diver. He/she slept in and replaced cl every 30 days but removed and cleaned lenses every morning with renu multipurpose solution. On 08/18/10, we spoke to the prescribing ecp who stated the pt presented on (B)(6)2010 with od redness, swelling and photophobia which he/she had experienced for a few days. The pt reported having slept in lenses and using "similasan" over the counter homeopathic gtts. Sle revealed a "very large central ulceration with profuse discharge" and very intense light sensitivity. The pt was sent directly to an ophthalmologist who referred him/her to a corneal specialist. The prescribing ecp stated he felt the event "was not caused by the lenses but because the pt was non-compliant". The pt was prescribed acuvue advance cl on a daily wear and 4 week replacement schedule and instructed to sue opti free replenish solution to clean/disinfect lenses. The doctor stated since the ocular event the pt had been placed in bandage lens. Our firm has made numerous unsuccessful attempts to obtain info from the treating ecp. On (B)(6)2010, the pt reported during the course of treatment, he/she had been treated with lortab oral medication, ciloxin eye ointment, systane gtts, and atropine solution prn, prednisone acetate gtts (titrated). He/she was wearing cl as daily wear and using spectacles in between to rest eyes. The pt was last seen by the specialist on (B)(6)2010 and instructed to use allergan refresh celluvisc eye gtts, refresh optive and a refresh rewetting gtts. He/she was being trial fit in an extended wear product. A DHR was requested. The batch record did not show abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Any additional info received will be reported within 30 days. MDR reportable event trends are reviewed in quarterly executive mgmt review meetings.

Manufacturer narrative:
Device not returned.